Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Batch # unk. Additional information requested but unavailable. What type of procedure was the device used in? What was the product code of the stapler (ats45, ets45, etc.)? What type of tissue was the device being used on? When the device did not staple, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? Did any bleeding occur? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device didn't staple. Surgery was prolonged less than thirty minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring lockout. Batch # l52548. Conclusion: the analysis results showed that one tr45g reload was received partially fired 1/3. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out.